Event description:
Patient presented to the physician with swelling around the ipg site after pushing themselves up using their right arm. Physician prescribed steroids and antibiotics.

Event description:
Patient presented back to the physician with continued swelling at the chest incision site. Physician examined the area and suspected the ipg may have migrated above the chest incision. The physician brought the patient into the or, observed the ipg was intact, and discovered a seroma and a hematoma in the pocket. Physician drained the seroma and hematoma, flushed the pocket with antibiotic solution, and closed.